Manufacturer narrative:
The actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the ball bearings had fallen apart, balls were missing, and the cage was not present. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use over time. If additional information should become available, a supplemental medwatch will be submitted accordingly. (B)(4).

Event description:
It was reported from (B)(6) that during service and evaluation of the short attachment device, it was determined that the labeling of the device was damaged, the nose tube was bent/damaged, the bearing was damaged, and the cutter could not be inserted. It was noted that the ball bearings had fallen apart, and balls were missing, the cage was not present, the extension sleeve was damaged, the marking was almost no longer legible, and there was rattling. It was further determined that the device failed pretest for temperature, cutter insertion, and lock operation. It was noted in the service order that the bearing was damaged. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.